Manufacturer narrative:
The tech found the head was not going up but he could hear the motor running. He adjusted the head up valve to repair the bed.

Event description:
Info received indicates the head section is not going up or down.